Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting oversensing which resulted in inappropriate shock delivery and pacing inhibition. The rate/sense portion of this lead was surgically capped and another rate/sense lead was successfully implanted.